Event description:
It was reported that the patient's blood glucose level rose to 316 mg/dl between 4 and 24 hours of wearing the pod on their abdomen. The patient reported that the pod started alarming in the morning while they were sleeping. The patient further reported that they believe that the shipment of the pod had been mishandled by the carrier. The device investigation found internal corrosion and a tear in the cannula.

Manufacturer narrative:
The lot release records were reviewed, and the product lot met all acceptance criteria. The device was received for investigation. Corrosion was observed on the top battery and printed circuit board (pcb), resulting in low batteries. An external power supply was attached to the pcb in an attempt to retrieve data, but data was ultimately unavailable. As such, the presence of an alarm could not be determined. While evaluating the device, a tear was observed on the unexposed portion of the soft cannula, resulting in a fluid leak. The internal cannula tear can be confirmed as the source of internal corrosion and low batteries/data loss. Because the presence of an alarm during operation could not be verified, it could not be determined if the internal cannula tear is in any way linked to the reported event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 26.0. Hardware: iphone17.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.